Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur afterward.